Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effect of death reported in the article is captured under a separate medwatch report. Summarized patient outcomes/complications of infarct exclusion repair of post-myocardial infarction ventricular septal rupture with a hybrid patch and septal occluder device compared to patch only were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, coronary artery disease, previous coronary artery bypass graft, prior percutaneous coronary intervention, acute renal failure, cardiogenic shock, preoperative intra-aortic balloon pump. Some of the complications reported were low cardiac output (co) syndrome (heart failure), atrial fibrillation, pacemaker, dialysis, stroke, pneumonia, liver failure, bleeding, surgical intervention, death these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Please note, per the instructions for use, "the amplatzer septal occluder is a percutaneous, transcatheter atrial septal defect closure device intended for occlusion of atrial septal defects (asds) in secundum position or patients who have undergone a fenestrated fontan procedure and who now require closure of the fenestration."

Event description:
The article, ¿infarct exclusion repair of post-myocardial infarction ventricular septal rupture with a hybrid patch and septal occluder device compared to patch only¿, was reviewed. The article presented a retrospective single center study to compare outcomes of patients with post-mi vsd repaired using patch only or hybrid patch/sod. The device mentioned in the article is amplatzer septal occluder. The article concluded post-mi vsd repair with patch/sod has comparable short-term outcomes to patch alone. Addition of a sod to patch repair provides a scaffold that may enhance the repair of post-mi vsd with patch exclusion. [(B)(6)].